Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- volista. As it was stated, the keypad detached from the device. There is no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of contamination. Manufacturer's reference number (B)(4).

Manufacturer narrative:
Maquet sas became aware of an issue with one of surgical lights- volista. As it was stated, the keypad detached from the device. There was no injury reported however we decided to report the issue in abundance of caution as any part falling into the sterile field or during a procedure might be a source of contamination. The device involved in the event is volista. Serial number of the device is (B)(4) and defective part number is ard568805900. Based on the information available to date, when the event occurred, the device was not being used for the patient treatment. Performed evaluation of the involved device allowed to establish that it failed to meet the manufacturer specification. The investigation into the root cause of the problem occurrence has been performed by both the manufacturer of the surgical light and the supplier of affected component. Two most likely root causes have been established: design of the keypad or the defects in the manufacturing process; however, despite all efforts made (including supplier audit, review of the process) none of the root causes have been fully confirmed. In summary, this complaint is the sixth one registered for volista devices where an issue with detachment of the keypad was raised. The light heads involved were produced between august 2017 and march 2018. Since september 2018 we have not received any new complaints regarding this failure mode. Comparing the number of complaints received for this failure mode to number of sold devices worldwide (approx. 16000), we can assume that the complaint rate is low. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).